Event description:
The customer reported that the cartridge was not fitting properly on the pump, and efforts to snap the cartridge into place were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and check the cartridge, but issues persisted, leading to the decision to replace the pump. The customer planned to use mdi as a backup therapy to ensure insulin delivery continues uninterrupted. Technical support confirmed the shipping address and instructed the customer to return the problematic pump with a pre-paid label and to store the pump appropriately before returning it.